Event description:
The customer reported that during a fluoro exam she was using manual technique to vary the image display, but when she went back to auto technique the system did not track. She completed the exam using manual technique. A system reboot was not attempted. There was no pt injury.

Manufacturer narrative:
The ge service rep had the customer reboot the machine and test the system. The user tested the c-arm switching between manual and auto technique with no problems noted. The system is operating as intended. This MDR is related to ge healthcare complaint number.